Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedances. Boston scientific technical services (ts) noted that abrupt changes typically indicate a lead issue. Surgical intervention was performed and the lead was surgically abandoned. No adverse patient effects were reported.